Event description:
While maneuvering table with hand beneath the edge, 4th and 5th fingers of left hand were caught between sliding & fixed portions of table. No fracture occurred. However, 3 months after the incident, numbness in fingers continues.